Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin) results generated on the synchron lxi 725 clinical system for three pts. Its unknown which pt initial erroneous result was reported outside the laboratory. The pt sample was retested and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse performed preventative maintenance (pm) on the instrument. The fse observed a build up of wash buffer build up around the third mixer area in throughout the wash wheel. Observations indicate a past issue with leak of aspirate probe 3. The fse cleaned affected areas and replaced mixer pulleys and bearings. The fse also replaced the peri pump tubing and aspirate probes and cleaned the valves. Then the fse performed system check, high sensitivity (hs) system check, and quality control (qc) and all tests passed within in specifications. Hardware is the root cause for this event. MDR# 2122870-2008-254 documents the results for pt 1. This is 2 of 3 separate MDR reports related to 3 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2008-254, 2122870-2011-05161, 2122870-2011-05162 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.